Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified o-ring wear of the motor. Analysis identified hole in the catheter body that was explant related. For pump and catheter, respectively. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner stating the suspected drug start date was reported as (B)(6)2017 and the event (device malfunction and pain) onset date was given as (B)(6)2017, although logs show the stall occurred on (B)(6)2017. It was stated the event occurred before the patient started taking lioresal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen, dilaudid and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted as malignant pain and breast. It was reported during a hospitalization the hcp as consulted for pain control. Device interrogation on (B)(6) 2017 revealed a motor stall without recovery on (B)(6) 2017 at 19:17. The patient did have an MRI on (B)(6) 2017. The pump was reprogrammed which recovered the motor stall. The patient was awaiting another MRI that day. She was instructed to use the personal therapy manager (ptm) following the MRI to determine the function of the pump, as she was at risk for a terminal stall secondary to multiple mris. The clinical diagnosis was increased pain. The pump and catheter were replaced on (B)(6) 2017 . The etiology was related to the device or therapy. No further complications were reported.